Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported patient presented with lead noise which led to inappropriate vf detection. It was also noted diagnostic imaging revealed externalized conductors. The lead was capped and replaced. Further information is not available at this time.